Manufacturer narrative:
The alleged complaint unit was not returned for eval. The sales rep stated this unit was disposed of. It is not possible to verify an assignable cause for the unit failure without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for lot 11413-05 was reviewed. The units met mfg specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Lost cutting power.